Event description:
It was reported that during an aneurysm repair procedure, the staples malformed and were crossed. No other info is available. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.